Manufacturer narrative:
Aware date used as event date is unknown.

Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx closure device was implanted. At the routine 45-day follow-up, computed tomography (CT) was performed revealing a gap measuring 3-6mm. The physician provided the patient with options to plug the gap or wait to see if it will close spontaneously. The patient has decided to wait and is currently on dual anti-platelet therapy.